Event description:
This 71 year old gentleman (deceased) was transferred to st. Joseph hospital from pottstown medical center on 4/22/93 for cardiac evaluation, including possible cardiac cath and iapb placement. He had a history of ischemic heart disease and chf; EKG demonstrated severe left ventricular systolic dysfunction. Patient admitted to st. Joseph hospital in a pre-shock state. Swan-ganz catheter placed and iab placed with 1:1 pumping. Despite this and high dose vasopressors, he continued to deteriorate. Patient underwent angiography. Post-cath prognosis was dismal. On 4/28/93 the iab was removed by cardiologist at 1:00 p.m. After nurse noted blood in catheter. Due to patient's poor clinical prognosis, physicians elected not to reinsert the device. Patient was pronounced dead at 2:15 p.m. On 4/29/93.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.